Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that the ipg had stick out which causes tenderness. The patient was prescribed with aspercreme with lidocaine.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the battery site. It was noted that the ipg had stick out which causes tenderness. The patient was prescribed with aspercreme with lidocaine.